Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la is unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: the client informed that he uses the bd needles for insulin application and that in the last lot he acquired is having difficulties to complete the application, he informed that the pen locks in 4 units and after changing the needle, he is able to complete the application.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la is unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: the client informed that he uses the bd needles for insulin application and that in the last lot he acquired is having difficulties to complete the application, he informed that the pen locks in 4 units and after changing the needle, he is able to complete the application.

Manufacturer narrative:
H.6. Investigation summary customer returned one (1) used 32gx4mm bd pen needle from lot 8227644. Consumer reported having difficulties to complete the application, he informed that the pen locks in 4 units. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed on the returned sample. The broken npe cannula would be the cause for difficulties using the pen needle (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.